Event description:
It was reported from the "retrospective and prospective chart review and analysis of endoscopic treatment of biliary stents" that following a biliary stenting treatment procedure, mild hyperplasia occurred. The target lesion was a benign distal bile duct stricture. A 10x40mm covered biliary wallstent was implanted to treat the target stricture. Twelve months later, the stent was removed for unspecified reasons and mild hyperplasia was noted. The hyperplasia was considered to be related to the stent. The pt has required "multiple" endoscopic retrograde cholangiopancreatography (ercp) procedures for unspecified reasons with metal stent placement in an unspecified location. The event is considered to be "ongoing" at the last follow-up performed 47 months post stent removal.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.